Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that safety shield failure occurred before use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "customer stated that there were several safety shields that came off with the green cap when it is removed, leaving the needle exposed."

Event description:
It was reported that safety shield failure occurred before use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "customer stated that there were several safety shields that came off with the green cap when it is removed, leaving the needle exposed."

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Additionally, evaluation of the customer samples was performed and hub/collar separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1277214 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.